Event description:
This was reported as an arteriotomy closure of the right common femoral artery using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, after performing the steps correctly on 3 proglide devices, the sutures were not present when the plungers were removed. The sutures of two new devices were successfully pre-placed. The sheath was upsized to a large-bore sheath and the tavi procedure was completed. Hemostasis was achieved with the pre-placed sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed report, the following additional information was received: a device was received under (B)(6). Analysis of the returned device showed it was unused and had a bent sheath. A follow up with the account was conducted and it was reported that the bent sheath was noted during the procedure. As the returned unused device could not have been the device with the reported cuff miss, (B)(6) was created to capture the returned device. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The root cause of the reported difficulty and the subsequent treatment are based on the circumstances of the procedure. In this case, it is likely a cuff miss occurred due to an interaction with patient anatomy or during deployment contributed to the reported suture retrieval issue, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional two proglide devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
This was reported as an arteriotomy closure of the right common femoral artery using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, after performing the steps correctly on 3 proglide devices, the sutures were not present when the plungers were removed. The sutures of two new devices were successfully pre-placed. The sheath was upsized to a large-bore sheath and the tavi procedure was completed. Hemostasis was achieved with the pre-placed sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.